Event description:
It was reported high capture threshold was observed on the right ventricular (rv) lead. The rv lead was successfully explanted and replaced. There were no adverse health consequences, the patient was stable.